Event description:
The patient had 2nd left knee revision on (B)(6) 2024, during which a link hinge knee was implanted. The patient experienced persistent swelling and eventually also increased pain and decreased rom. An infection workup was positive for staphylococcus epidermis. Revision surgery occurred (B)(6) 2024 and an antibiotic spacer was placed. According to the surgeon, the infection was not device related: the patient had a history of multiple surgeries in the past and very likely had a hidden infection with staph epidermis that led ultimately to the prosthetic joint infection, causing failure of the link implant.